Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead had fracture, during the procedure the stylet could not pass fully into the lead. As the lead was removed, the insulation pulled apart around the area of the fracture. No further pertinent information was available. The rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.